Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection of the device revealed that the proximal end of the subject guidewire was kinked. The ptfe (polytetrafluoroethylene) coating was examined under magnification and the ptfe was peeled/scraped off in several places along its proximal section. A functional test was not performed as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that it was unknown or not noted if there was an issue noted to the packaging prior to opening the packaging, or if the device was in good condition during preparation/prior to use on the patient. The device was prepared as per the directions for use. The event description states, "it was reported that a fragment was discovered in the hub of the catheter." Analysis of the returned fragment found it to be ptfe. Analysis of the returned device also found extensive ptfe peeling. It is most probable this occurred as a result an interaction with another device such as the introducer during preparation however this cannot be confirmed. Product analysis confirmed the tip of the guidewire had been shaped. The distal guidewire was kinked/bent, indicting manipulation of the guidewire may have occurred. The as reported ¿guidewire broken/fractured during preparation¿ will be assigned an assignable cause of 'not confirmed' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The as analyzed defect ¿guidewire proximal section kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of 'undeterminable' has been assigned to the as analyzed 'guidewire ptfe coating peeling' as the review and analysis of the available information, the cause of this issue cannot be definitively determined.

Event description:
It was reported that the subject guidewire fragment was discovered in the hub of the catheter. There were no clinical consequences reported to the patient due to the event. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeling. There were no clinical consequences to the patient reported as a result of this event.